Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. It should be noted that the reported patient effect of dyspnea, edema and worsening heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of heart failure could not be determined. Although a conclusive cause for the reported patient effect of heart failure, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported dyspnea (orthopnea) and edema however, appear to be cascading effects of heart failure. The reported treatment with medication and hospitalization were a result of case-specific circumstances as the patient was hospitalized due to congestive heart failure and was administered increased dosage of lasix for diuresis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: during the (B)(6) 2015 hospitalization, peripheral pitting edema was noted and the medication lasix was increased for diuresis. An echocardiogram was performed on (B)(6) 2015, displaying normal structure and function of the mitraclip.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed because the patient was hospitalized for congestive heart failure with hypervolemia and orthopnea. It was reported that on (B)(6) 2011, two mitraclips were implanted in a patient with functional mitral regurgitation (mr), reducing the mr from grade 3+ to 1+, without a reported device malfunction. On (B)(6) 2015, the patient was hospitalized due to a congestive heart failure exacerbation, with brain natriuretic peptide (bnp) elevation, hypervolemia, and orthopnea. The patient's condition improved and the patient was discharged from the hospital on (B)(6) 2016. Per the study physician, the event was remotely related to the device. There was no additional information provided.